Manufacturer narrative:
Based on the available information, this event is deemed to be a Serious Injury.To date, no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545. Manufacturing Site: 3003442380.

Event description:
It was reported that the patient faced an event on (b)(6) 2026 where the patient used cold insulin sometimes which can lead to occlusion in tubing and caused high blood glucose level. The patient managed high blood glucose level and managed with correction bolus via pump.